Event description:
After undergoing a (pta) percutaneous transluminal angioplasty of the carotid artery assisted with a 6mm (601814rmc) angioguard device, the article indicates that there was retrieval difficulty with the recapture sheath, and a 5french 120 cm vertebral catheter was utilized to assist in the removal of the device. There was no pt injury reported with the event. The procedure was successfully completed.

Manufacturer narrative:
Diagnostic angiogram with carotid angioplasty and stenting. Findings: angiogram performed of the right common carotid artery reveals right internal carotid artery stenosis measuring approx. 65%. The pt's right vertebral artery is noted to be occluded just distal to its take off and reconstituted by collateral flow from the occipital artery. Pre-angioplasty, angiography performed of the intracranial contents reveals a hypoplastic a1 segment on the right. Post angioplasty and stenting angiogram performed from the right common carotid artery reveals minimal residual stenosis of the right internal carotid artery. Post angioplasty and stenting angiogram performed of the intracranial contents revealed no evidence for thromboembolism. Technique: pt seen, evaluated, and history reviewed. Discussed risks, benefits, alternatives for procedure and obtained informed consent. Pt understands info and questions answered. The pt's identity, the nature of the procedure, and the site of the procedure were verified with the pt in the presence of the assisting personnel. A final confirmatory pause to identify site of procedure was performed prior to initiating the procedure. The roles and responsibilities of care team members, residents, and fellows were discussed. Pt's groins were prepped and draped in the usual sterile fashion. A 1% lidocaine was used to inject the right groin. An 18 gauge pott's needle was used to gain access to the right common femoral artery. Using the seldinger technique, the needle was removed and 5 french sheath was placed. A simmons ii catheter was placed over a 0.35" angled glidewire and advanced into the aortic arch and formed. The right common carotid artery was then selectively catheterized and (ap) anterior/posterior and lateral angiogram was performed. An ap and lateral angiogram was also performed on the intracranial contents. The simmons ii catheter was removed. The 5 french sheath was then exchanged for a 6 french shuttle which was placed into the right common carotid artery. An angioguard 6 mm distal protection device was placed distal to the pt's internal carotid artery stenosis. A 5x20 mm balloon was placed across the pt's stenosis and inflated to its nominal value. An 8x 20 cordis stent was placed across the pt's area of stenosis. The distal protection device was then recaptured. A final control ap and lateral angiogram of the intracranial as well as cervical neck was performed. All catheters were then removed and hemostasis was maintained with manual compression. There are no immediate procedure complications. This complaint came from a published journal article, discovered a literature review. During a pta of the carotid artery, the angioguard capture sheath experienced difficulty on withdrawal. The target lesion is described as tortuous, but no further info is supplied. The pt's medical history includes chronic a. Fib., hypertension, hyperlipidemia, niddm, sleep apnea with CPAP usage, question of heart failure with normal ef, non-q mi, asthma and osteoarthritis. The article indicated there was difficulty withdrawing the device at a bend in the distal stented area of the artery. There was a noted area of angulation at the distal area of the stented length of artery. A 5 french 120 cm vertebral catheter was utilized to assist in the removal of the device. There was no pt injury reported with the event. The procedure was successfully completed. No sterile lot number was provided; therefore, it was not possible to perform a DHR. With the limited amount of info and without lot numbers or return of product, it is difficult to draw a conclusion between the product and the event. However, vessel/lesion characteristics may have contributed to the event.